Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported vent inop when the vela ventilator was turned on. Post dac or adc error and motor fault alarm display when the event log checked. The customer reported no patient involvement or allegation of patient harm.